Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that electromagnetic interference (emi) was observed on the ra lead and on the device. The device anti-tachycardia pacing (atp) induced a ventricular rhythm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had oversensing of noise recorded as atrial arrhythmia. The lead remains in use. It was further reported that the patient was treated for a ventricular fibrillation (vf) episode by the implantable cardioverter defibrillator (ICD) and subsequently induced atrial arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.